Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked display window, cracked battery tube threads, cracked reservoir tube and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error twice within the day of the call, and once the previous week. Customer stated that the most recent motor error alarm occurred during bolus. Blood glucose level at the time of the call was 399 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.